Event description:
Pt revised due to pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted femoral stem confirmed the reported fracture. No material defects were observed on the fracture surface. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the device fracture. The investigation did find evidence suggesting that the patient had little his own distal femur left, which could result in poor support for the stemmed femoral implant and an increased stress level on the tibial stem, initiating the fatigue and eventually causing its fracture. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.